Event description:
It was reported that while using bd max¿ system, bd max¿ instrument, false positives results were acquired. There was no patient impact reported. The following information was provided by the initial reporter: "persistent discrepancy in results, customer states that their providers are losing faith in bd max testing and requesting the use of other methods. Final results reported to clinician: positive, both. Customer responded: last environmental monitoring was performed on 12/20, and one sample was positive for rnasep. Per customer, the performing tech assumed since it was negative for covid the test was considered negative and did not repeat. Customer repeated the em, and all were negative. Customer states that they have found no source of lab contamination, and have since had another patient sample that was positive on the bd max and when repeated was negative on the bd max. Patient was recollected, and the second swab negative as well. Customer states that their providers are losing faith in bd max results and are requesting testing by alternate methods."

Manufacturer narrative:
Common device name: instrumentation for clinical multiplex test systems a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument, false positives results were acquired. There was no patient impact reported.the following information was provided by the initial reporter:"persistent discrepancy in results, customer states that their providers are losing faith in bd max testing and requesting the use of other methods.final results reported to clinician: ___positive, bothcustomer responded: last environmental monitoring was performed on 12/20, and one sample was positive for rnasep. Per customer, the performing tech assumed since it was negative for covid the test was considered negative and did not repeat.customer repeated the em, and all were negative.customer states that they have found no source of lab contamination,and have since had another patient sample that was positive on the bd max and when repeated was negative on the bd max. Patient was recollected, and the second swab negative as well.customer states that their providers are losing faith in bd max results and are requesting testing by alternate methods.".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12-apr-2022. H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "false positive". Customer reported that they are receiving false positive for bd-sars-cov-2. Field service was dispatched. Field service performed reader health checks, alignment checks, and z-gantry test. Field service replaced the z-gantry and performed a successful qualification run. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2013, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. Returned sample analysis consisted of investigation of the returned z-gantry. Testing of the z-gantry shows no issues to include binding of the assembly. Visual inspections shows no notable defect. Root cause cannot be determined with the information provided. Complaint is confirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.